Event description:
It was reported that the pulse rate output was inaccurate, that the generator was set to 30 beats per minute but the patient was pacing at 80 beats per minute per both the nurse and the monitor. The generator was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board and interconnect flex are out of electrical specification. Lower case is broken.